Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid [20 mg/ml] at a dose of 1 mg/day and bupivacaine [15 mg/ml] at a dose of 0.75 mg/day via an implantable pump for spinal pain. It was reported on 2016-oct-26 that the patient came in for a refill and that the expected reservoir volume was 13 cc but the actual reservoir volume was 35 cc. The patient reported some nausea. No factors that may have led or contributed to the issue were reported. It was noted that the clinic read logs on (B)(6) 2016 and there were no motor stalls. It was indicated that the refill was done and the pump was turned down to 1.0 mg/day as an intervention/action taken to resolve the issue, and that the patient came back on (B)(6) 2016 and the pump was increased to 2.0 mg. The logs were read again but nothing was found. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if it was planned. Additional information was received on 2016-nov-08. It was reported that the patient was seen in the office last week just to increase the pump and that the hcp wanted to wait a couple more weeks and then would check the reservoir volume. It was indicated that the cause was unknown at the time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). It was unknown what diagnostics were done pertaining to the oversedation. Additionally, it was unknown what caused the oversedation. It was noted the patient had recovered and was discharged from the hospital.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and manufacturer representative. It was reported that a side port myelogram was done on (B)(6) 2016, the pump had 25 ml in the reservoir when it should have been 21.5 ml. The cause of the volume discrepancy was determined to be a blockage in the catheter preventing administration of drug. They were unable to aspirate cerebrospinal fluid (csf) through the catheter. There was a catheter revision done on (B)(6) 2016. The patient was prescribed oral pain medication until the catheter could be revised. The patient was taken to surgery for catheter exploration on (B)(6) 2016. Prior to the surgery, the pump had been turned to minimum rate. Most of the catheter was twisted and coiled in the pocket. The new catheter was implanted and the pump was increased to 0.9 mg/day. The patient was admitted for observation. The patient was over sedated and the pump was turned back to minimum rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.